Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a 32097 error occurred against universal surgical manipulator (usm) 1. The caller recovered the error and completed the procedure. The error returned after the procedure was completed and the system was sitting idle. The customer stated they would need all 4 usms for subsequent procedures. There were no reports of patient injury. The customer called back and asked how to swap out the patient side cart from another system.